Event description:
Pt admitted with gram positive bacteremia. His port-a-cath was removed. He was treated with IV antibiotics. He developed lung infiltrates secondary to aspiration also treated with antibiotics. He recovered and was discharged (B)(6) 2013.